Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level 50 mg/dl. The customer was treated with breakfast. The customer did not report any symptoms for low blood glucose level. The customer report damaged to the drive support cap. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Device received with loose or protruded drive support disk noted.